Event description:
Pt self tester reports discrepant results compared to doctor's meter. Pt skipped dose of coumadin on (B)(6) 2010. Pt had nose bleed on (B)(6) 2010 in the morning.

Manufacturer narrative:
Investigation pending.